Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair moves in circles. No injury or property damage was reported.